Event description:
The hospital reported that, during a case, high pressure is noted when volume mode ventilation was used. Clinician switched to pressure mode and completed the case with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
As the event occurred on (B)(6) /2012, patient information is no longer available. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number z-0009-2014.